Manufacturer narrative:
The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the hospital lists two concentrations of dopamine in their drug library: 400mg/250ml (1600mcg/ml) and 1600mg/250ml (6400mcg/ml). The hospital also uses the 400mg/250ml IV bags of dopamine from hospira which displays "1600" in large print at the top of the label, with mcg/ml in much smaller print below it. The large display of "1600" on these bags led a nurse to erroneously select the 1600mg/250ml concentration of dopamine from the pump screen and programmed the pump to administer the drug at 5mcg/kg/minute. Due to the concentration error of 1600mg/250ml instead of the 400mg/250ml, the dopamine infused at a lower-than-intended rate of 1.25mcg/kg/minute. When the dopamine infusion did not result in the desired effect, the nurse increased the programmed dose from 5mcg/kg/minute to 10mcg/kg/minute, then to 15mcg/kg/minute, which increased the actual dose from 1.25mcg/kg/minute to 2.5mcg/kg/minute, and then to 3.75\mcg/kg/minute. The titrations had no effect, so the nurse double-checked the rate in a dosing table and found that the rate in the pump was inconsistent with the rate in the dosing table. A second nurse checked the infusion and agreed with the first nurse that the rate was incorrect. They then called a pharmacist, who also agreed that the rate was incorrect. The pharmacist went to the ed to investigate and found the programming error. The nurse and the pharmacist reprogrammed the pump channel to the correct concentration and resumed the infusion at 5mcg/kg/minute. There was no report of patient harm.